Event description:
Reporter alleged blood glucose measured 187 mg/dl performed at 5:35 pm back to back with a result of 87 mg/dl performed at 5:36 pm. Customer stated having no glucose symptoms at the time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.